Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen affect the ability to see the screen. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the piston takes longer to rewind and frequent unexplained no delivery alarm. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during rewind to prime/a33 test due to loose drive support disk and minor scratched lcd window. Unable to verify excessive no delivery alarm due to loose drive support disk noted. (B)(4).